Event description:
It was reported that a healthcare provider requested review of a patient¿s ilet pump data to determine whether the patient was running out of insulin or manually pausing, and internal log review identified multiple instances of empty insulin cartridges. Symptoms included no reported adverse glycemic effects, as the patient stated they change the cartridge when needed and blood glucose levels were good. Outcomes included no injury and no hospitalization. Investigation included internal log review and patient follow-up. Investigation of this case revealed episodes consistent with use of an empty cartridge; no device malfunction, occlusion, or leakage was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of insulin in the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.